Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction and as precautionary action the software was upgraded to the latest version. No parts were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).